Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 122 mg/dl and the bg meter was reading 475 mg/dl. The patient was wearing a tandem insulin pump. The patient couldn¿t breathe, was unable to stand or walk, and had poor vision. The patient stated she replaced the wearable and turned off exercise mode on her tandem insulin pump. There was no information of medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.